Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The fracture face of the broken tip is homogenous which indicates material conformity. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances and we have to assume that the applied mechanical forces were exceeded which led to the breakage. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. Therefore, user error contributed to the event and the applied mechanical forces were exceeded which led to the breakage.

Event description:
It was reported that the tip of the screw driver shaft sheared off. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported by the sales consultant that the tip of urs driver sheared off. While final tightening of the locking caps with torque limiting handle screw driver the tip of the screwdriver broke into multiple pieces. All these pieces of the screwdriver shaft were recovered from the patient. While using the t25 stardrive to back off a set screw, the shaft began to unscrew out of the green t-handle dropping residue into the patient. The residue from the t-handle material was removed from the patient at the time of spill and the surgeon reported that he was confident that the entire residue amount was recovered during incident.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record reports the complaint to be invalid, the manufacturing documents were reviewed and no complaint related issues were found. The fracture face of the broken tip is homogenous which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume that exceeding applied mechanical forces led to the breakage. Placeholder.